Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared a battery status indicator of mol2 after 12 months of service. The physician elected to explant and replace this device with the same model device. The explanted device has been returned to guidant, where it will be analyzed for premature battery depletion.